Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis, identified as enterococcus faecalis systemic. Antibiotic treatment was provided. A temporary right ventricular (rv) lead was implanted with an external pacemaker generator. A replacement system implanted a little less than two weeks after the explant procedure. No further patient complications have been reported as a result of this event.